Event description:
Customer's wife reported that they experienced low blood glucose level. The customer¿s blood glucose level was 43 mg/dl at the time of the incident. The customer did not provided any information about the symptoms due to low blood glucose. It was unknown how the customer treated low blood glucose. Troubleshooting was declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.